Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastric resection, some of the deployed staples on the middle of the staple line were malformed at the 1st firing on duodenum. The staple formations were legs straight and lumbricoid shapes. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2016. Batch # n53c9w. Photographic analysis: photo provided was reviewed and a revised detail of the photo showed a portion of tissue with a staple line visible in good condition. The staples appear to have the proper shape. Based on the photos along, the event description cannot be confirmed as the staple line in the tissue appears to be in good condition, with no indications of malformed staples. The analysis found that one pcee60a device was returned in good visual condition and with a gst60b partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.